Manufacturer narrative:
Exemption number: e2015015. After the evaluation the event was considered as no known device problem.

Event description:
The clinician reported that 3 days after the dental implant and abutment were placed in ada site 20, the implant had not achieved osseo- integration in type I bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 3 days after the dental implant and abutment were placed in ada site 20, the implant had not achieved osseo- integration in type I bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.